Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket pain. The patient underwent a pocket revision procedure. The patient was healing with no issues reported other than post surgical discomfort.